Event description:
At about 2 years 10 months after the primary, the patient came in due to having two loose screws on the bottom of the spine construct and the cause is unknown. There is no indication of trauma. The surgeon revised the 40mm rods to 35mm rods and revised the two 6x35mm pedicle screws to 8x40mm pedicle screws. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 6 may 2026 lot 2228644: 70 items manufactured and released on 05-jan-2023. Expiration date: 2027-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.